Manufacturer narrative:
The insulin pump was received with blank display due to corroded connector on lcd board. The pump was unable to verify frozen display due to blank display. No constant tone was noted during testing. The pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call of cracks on the reservoir compartment, constant tone and blank display from the insulin pump. The customer's blood glucose reading was 92 mg/dl. The customer stated that when she woke up, there was a solid alarm and the pump was on suspend. The customer stated that the screen went completely blank. The customer stated that the battery in the pump used was aaa alkaline battery. The customer stated that the alarm did not clear successfully with the escape and act buttons. The customer will be sent a replacement pump.